Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack at the battery compartment and the pump started vibrating. No harm requiring medical intervention was reported. Troubleshooting was performed for safety checks and found other critical pump error. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.

Event description:
Pump was returned for failure analysis.

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged vibrate anomaly, unexpected e/a alarm, critical pump error (open book image) alarm and cosmetic damage located at the battery compartment found on (B)(6) 2023. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment, pump was also received with a critical pump error (open book image) alarm. Unable to verify vibrate anomaly, unexpected e/a alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Successfully downloaded comlink3 file using thus. Pump failed to enter recovery mode preventing download of history files and traces using thus. There is not enough information on the comlink3 file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to perform the required testing, verify vibrate anomaly, unexpected e/a alarm, download history files and traces using thus due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.